Event description:
It was reported that during delivery of anti-tachycardia pacing (atp), this right ventricular (rv) lead appeared not to capture. Upon review, there were previous atp events that also demonstrated possible rv non-capture, as intrinsic r-wave morphology was observed throughout atp delivery. Technical services recommended further testing of the rv lead in-clinic. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that during delivery of anti-tachycardia pacing (atp), this right ventricular (rv) lead appeared not to capture. Upon review, there were previous atp events that also demonstrated possible rv non-capture, as intrinsic r-wave morphology was observed throughout atp delivery. Technical services recommended further testing of the rv lead in-clinic. The rv lead remains in service and no adverse patient effects were reported. It was additionally reported that the patient was seen in-clinic. The physician felt that the rv lead was capturing during atp delivery and that the observed morphology was possibly the t-wave. The rv threshold was acceptable. The lead remains in service.